Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a missing specimen bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic hysterectomy. Event description: during deployment, there was no strong or bag that deployed. The surgical team looked around the sterile field to check if the bag and string fell out but did not see either. The account does not know which lot number is associated with the complaint device because they opened multiple cd003s for the procedure. They will be returning one malfunctioned device along with 4 tyveks with the lot numbers of the cd003s used during the procedure. Additional information provided by account manager via email on 23jul2025: no other applied medical products. Charted devices include: [name] hugger, sdc machine, robot itself, [name} insufflator, and [name] suction. Regarding actuator: was not difficult to push forward. Was easily pushed, but no bag deployed. Intervention: opened up another bag. Patient status: no patient injury.

Event description:
Procedure performed: robotic hysterectomy. Event description: during deployment, there was no strong or bag that deployed. The surgical team looked around the sterile field to check if the bag and string fell out but did not see either. The account does not know which lot number is associated with the complaint device because they opened multiple cd003s for the procedure. They will be returning one malfunctioned device along with 4 tyveks with the lot numbers of the cd003s used during the procedure. Additional information provided by account manager via email on 23jul2025: no other applied medical products. Charted devices include: [name] hugger, sdc machine, robot itself, [name} insufflator, and [name] suction. Regarding actuator: was not difficult to push forward. Was easily pushed, but no bag deployed. Intervention: opened up another bag. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.